Manufacturer narrative:
Date sent to the FDA: 7/17/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) - surgical intervention, (B)(4) - disruption of previously placed mesh. Device code: (B)(4)- hernia recurrence occurred. It was reported that following insertion the patient experienced severe abdominal pain, adhesions, scar tissue, and hernia recurrence. It was reported that patient underwent mesh revision on (B)(6)2013 by dr. (B)(6) due to disruption of previously placed mesh, small-bowel obstruction, and adhesions.